Event description:
Biomed has noted these inflators used primarily in ICU have rather weak cases to where any drop or nick, the pumps are experiencing serious case breakage. Stryker is currently asking wmhs to send all pumps back for evaluation/rebuild.